Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead resulted in the patient developing severe tricuspid regurgitation. The rv lead was explanted and a left ventricular (lv) lead was implanted. No further patient complications have been reported as a result of this event.